Event description:
It was reported that the pump showed error code 41786 upon startup. Reporter indicated the device also needed a software upgrade. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. There was no relevant service history. Review of event history confirmed error code. Functional testing was performed and confirmed complaint ¿error code 41786 upon startup, software upgrade required¿. Installed newest software, and device passed post repair verification testing. Device functions as designed.